Event description:
Allegedly revised due to a broken component.

Event description:
It was reported that during an open colon resection, the device locked on the bowel and was cut off by clamping it with an instrument and a cold knife. The release button would not open the device. Another device was used to resect the bowel and to complete the procedure. The procedure was prolonged by 10-15 minutes. No adverse consequences reported. (B) (6).

Manufacturer narrative:
(B) (4). (B) (4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. Requested the following information on 4/7/2010: (B) (6). Received the following information on 4/13/2010: [sales rep] just spoke to (B) (6) concerning the ec60a that he was unable to open after firing. (B) (6) the tissue was pretty thick. No matter what he tried, he could not get the knife blade to retract, according to him.

Manufacturer narrative:
(B)(4). The analysis found that the ec60a device was received in good visual condition with a white cartridge reload present. The cartridge was received partially fired with the sled advanced approximately .125". The device was tested for functionality in the straight and articulated positions with a test cartridge reload and it fired, cut and formed all the staples as intended. The device opened and closed without any difficulties noted. The cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws.